Event description:
Reportedly, during the implantation procedure of the subject ICD, a connection issue occurred with the (rv) df-1 connector: the physician observed that the lead pin didn't protrude beyond the connection block at the first attempt, then he tried to reconnect but without success. Another device was used but a similar behaviour was observed; lead pin didn't protrude beyond the connection block but the tensile test was correctly performed and he was obtained good electrical measurements, the device was kept implanted. The first device involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.